Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, a photo of the product packaging and a video of the distal end of the burr were attached to the complaint record. The attached video was not clear enough to observe a defect with the burr or burr annulus, and the attached photo did not contain evidence of the reported events.

Event description:
It was reported that a shaft hole occurred. A 1.50 mm rotapro was selected for use. During preparation a restriction was felt upon advancing and did not permit correct function with the equipment. A physical imperfection or shaft hole in the advancer kit might have caused the error. The procedure was successfully completed with another advancer kit. There was no patient complication reported.

Event description:
It was reported that a shaft hole occurred. A 1.50mm rotapro was selected for use. During preparation a restriction was felt upon advancing and did not permit correct function with the equipment. A physical imperfection or shaft hole in the advancer kit might have caused the error. The procedure was successfully completed with another advancer kit. There was no patient complication reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.